Event description:
It was reported during knee arthroplasty that the spike arm fractured during impaction. Another instrument was used to complete the procedure.No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(b)(4).The complainant has indicated that the product will not be returned to Zimmer Biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.